Manufacturer narrative:
(B)(4)

Event description:
The customer reported observed abnormal cells that were not located in the 22 fovs selected by the imager. No triggers on the 22fovs to prompt an autoscan. Full review of slide during qc showed abnormal cells outside the fovs. Hologic cytology application specialist (cas) reviewed this case and discussed with lab personnel. Cas agreed there were no changes seen in 22fov to prompt an autoscan. There were three groups of koilocytes outside the fov. One was a cluster of 4 cells, the other a cluster of two cells, and the last group a sheet with koilocytotic changes. The overall appearance of the slide showed maturation with coccobacilli covering the squamous cells. The abnormal cells were found and the case was diagnosed as low grade squamous intraepithelial lesion.